Event description:
It was reported the customer experienced high blood glucose levels. Customer is using the same pump settings as on his previous non-tandem pump. Pump passed delivery system check.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.